Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient received a blood glucose result of 600 mg/dl. The patient went to the emergency room. The blood glucose results and treatment received at the hospital was not provided. The patient was released from the hospital the same day. The infusion device was requested to be returned for product evaluation.